Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi test due to intermittent operation. The test was rerun and the device passed. Analysis also noted that the upper case was dented and contaminated and that the lower case, battery drawer, bail covers and ring cover were contaminated. (B)(4).